Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. During troubleshooting with tandem technical support verified that the bolus had been delivered completely and there was 16 units of insulin on board (iob). Blood glucose level was 190 mg/dl.